Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg pocket site due to irritation caused by weight loss. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was implanted deeper in the pocket site, resolving the issue.